Event description:
Customer reported he has been experiencing high and low blood glucose for a year but it has gotten worse in the past 4 or 5 months. Customer stated that 10 days ago he had a high of 430 mg/dl and a low of 36 mg/dl. The day of the call he was also low at 58 mg/dl. Customer also reported he has experienced sensor reading discrepancies and threshold suspend alarms. Customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-47671.